Event description:
It was reported that the patient experienced dizziness, was symptomatic to atrial fibrillation (af) which was being undersensed and inappropriate mode switching was observed on the pacemaker. Programming changes were recommended and to be made by the clinician for a better mode switch.